Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a surgeon. This case involves a (B)(6) old female pt who developed knee joint effusion while receiving treatment with synvisc. The pt's medical history was significant for arthroscopy (gonarthrosis was detected). Past drugs included synvisc and was tolerated. Concomitant medication or concurrent conditions were not reported. On (B)(6) 2013, the pt initiated treatment with intraarticular synvisc injection at a dose of 2 ml (received three times; batch/lot number: w12013, expiry date and frequency; unk) for gonarthrosis. On (B)(6)2013 (13 days after initiating treatment) , pt developed knee joint effusion. On (B)(6) 2013, the pt was hospitalized. On (B)(6) 2013, the pt was discharged from the hospital. No measurements were provided. It was reported that there was no alternative explanation. On a unspecified date, the pt received second synvisc injection. On (B)(6) 2014, treatment with synvisc was completed. Action taken: unk. No corrective treatment was reported. Outcome: recovering/resolving. Seriousness criteria: hospitalization. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality assessment: probable. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: in this case, the casual role of the suspect drug synvisc cannot be excluded for the occurrence of the event of knee joint effusion, however, the lack of information regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.